Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Reported device not marketed in the u.s. However, similar device is. U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples received: 1 opened unit. Reviewed the batch manufacturing record, this product had a normal process and results during the process. Manufactured (B)(4) units of this code-batch, all units have been distributed. There are no previous complaints of this code/batch. OEM received 1 open sample with only a thread (there was no needle). Thread was still wound on the pack. Without closed sample analysis and final conclusion of root cause is not possible. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.